Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined drawer pockets keep failed. A field service engineer inspected replaced retractor bands and reseated cables to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1 pockets were failed. Customer stated pockets keep failing due to invalid cubie memory trying issue medication to patient it causing malfunction and there was delay in patient care. There were no adverse events or injuries reported based on this event.